Event description:
It was reported that during an unk procedure, the clips were cutting the vessel as they were placed. It is unk how the procedure was completed. There was no adverse pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for evaluation. Eval summary - the manufacturing records were reviewed and no anomalies were found.